Event description:
It was reported that on (B)(6) 2005: preoperative diagnoses: intervertebral collapse with spinal stenosis l5-s1, herniated pulposus left l5-s1, degenerative disc and joint disease l5-s1. Procedure(s): 1. Left transforaminal posterior interbody fusion l5-s1. 2. Right laminotomy, facetectomy and foraminotomy right l5-s1. 3. Inter disco implant cage l5-s1. 4. Pedicle screws l5-s1 bilateral. 5. Transverse process posterior fusion l5-s1 bilateral. 6. Neuro-muscular junctional physiologic nerve testing intraoperative of bilateral l5 and bilateral s1 roots. 7. Neuro junction muscular physiologic monitoring of l5, s1 and through s4 roots for three hours during operative procedure by operative surgeon. On (B)(6) 2006: preoperative diagnoses: (1) extruded herniation with sequestration c6-7. (2) spinal stenosis. (3) degenerative disk disease. (4) disk protrusion c4-5, c5-6. Procedure(s) performed: (1) anterior neural decompression c4-5, c5-6, c6-7. (2) anterior diskectomy with fusion c4-5, c5-6, c6-7. (3) anterior plate fixation c4-5, c5-6, c6-7. (4) anterior cage fixation c4-5, c5-6, c6-7. (5) intra-operative radiologic floroscopic evaluation of plate, implant position via c-arm it was reported a peek cage implant filled with cancellous autologous bone and bone morphogenetic protein was filled into the intradiscal space at c5-6, c6-7 and c4-5. Then, distraction traction and the pins were removed. Then, an anterior plate was affixed to the anterior body of c4, c5, c6 and c7 with two cancellous unicortical screws through the plate into the vertebral body at all four vertebral segments. Once this was accomplished the wound was copiously irrigated with normal saline and the intradiscal space was treated with hemoseal and floseal. Then the platysma was sutured by simple interlocking running stitch of 4-0 vicryl, and the skin was closed by inverted interrupted simple sutures of 4 and 5-0 vicryl. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on, (B)(6) 2006, the patient presented with pre-op diagnosis of : (1) extruded herniation with sequestration c6-7. (2) spinal stenosis. (3) degenerative disk disease. (4) disk protrusion c4-5, c5-6. The post op diagnosis of patient was : (1) extruded herniation with sequestration c6-7. (2) spinal stenosis . (3) degenerative disk disease. (4) disk protrusion c4-5, c5-6. (5) left arm radiculopathy. The patient underwent following procedure: (1) anterior neural decompression c4-5, c5-6, c6-7. (2) anterior diskectomy with fusion c4-5, c5-6, c6-7. (3) anterior plate fixation c4-5, c5-6, c6-7. (4) anterior cage fixation c4-5, c5-6, c6-7. (5) intra-operative radiologic floroscopic evaluation of plate, implant position via c-arm. Per op notes, "...then, a peek cage implant fiiied with canceiious autologous bone and bone morphogenetic protein was fiiied into the interdiscal space at c5-6, c6-7 and c4-5."